Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified that r199 would not adjust for calibrations. To resolve the issue, the stm replaced the front end board and calibrated the transducers. The stm also replaced the safety disk and the batteries because of expired due date. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use. The initial reporter named is a getinge designee who has different contact details from that of the event site; however, his contact details are unknown. (The operator is a service technician which was not previously reported), (user facility was reported previously reported in error), (statement in relation to the initial reporter was not previously reported)

Event description:
It was reported by a company designee that the cs300 intra-aortic balloon pump (iabp) was unable to pass the atmospheric transducer calibration while performing field actions. The voltages were in range but the offset would not adjust within specifications. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the customer discovered that the cs300 intra-aortic balloon pump (iabp) would not pass the atmospheric transducer calibration while performing field actions. The voltages were in range but the offset would not adjust within specs. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The suspected defective front end board was returned to getinge's national repair center for failure analysis. A senior repair technician inspected the board and no visual damage was observed. The board was then installed into a cs300 test fixture and was tested to factory specifications per cs300 service manual. The board failed testing; generated a low vacuum alarm. The board was then sent to the supplier for failure analysis per procedure. The supplier evaluated the board and verified the reported failure. They replaced defective u34 and the board passed all of their testing. After the board was returned to the nrc, it was installed into cs300 test fixture and tested to factory specifications per cs300 service manual. The board was also inspected per procedure. The board passed testing and was put into stock.

Event description:
It was reported by a company designee that the cs300 intra-aortic balloon pump (iabp) was unable to pass the atmospheric transducer calibration while performing field actions. The voltages were in range but the offset would not adjust within specifications. There was no patient involvement, and no adverse event was reported.